Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: maquet (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had out-of-the-box failure. For the first unboxing test, after working continuously for 48 hours, the motor triggered a high temperature alarm, followed by abnormal noise. No patient involved